Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during an inspection the spine clamp was found to be open. The clamp was damaged from being mounted poorly. There was no patient involvement. No further information available.

Manufacturer narrative:
H6) the adjustment screw threads were completely stripped in the middle of the travel rendering the returned clamp unusable. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.